Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2021 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that following the pump install on 7 the patient began getting "cerebrospinal fluid (csf) headache" which was severe. A blood patch was performed and about a week later the csf "started leaking out of the spine incision". The leak went on for 2 months causing the brain to sink into the spinal canal and cause brain damage. It was noted that the patient had hospital stays and multiple ER room visits as a result. The caller stated that "this is the first week I can reason in almost 4 months".